Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The common iliac artery measured 12 mm in diameter and was severely calcified, but not tortuous. It was reported that the iliac arteries were dilated with 8 mm and 10 mm balloons prior to insertion of the talent stent graft delivery system. The delivery system was advanced, however, it was unable to get to the intended landing zone, which was 1 cm distal to the renal arteries. The physician elected to remove the stent graft delivery system from the pt. It was reported during the advancement of the delivery catheter, there was vessel trauma in the pt's iliac artery at the bifurcation between the internal iliac artery and the common iliac artery. The physician inserted and inflated an occlusion balloon to control the bleeding. The pt was converted to an open surgical repair. A conventional graft was sewn in. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval: results: arterial trauma/dissection/perforation. Severely calcified vessels. Eval: conclusion: severely calcified vessels.